Event description:
A problem was observed so the pt was sent for a dye study, the catheter on the port was observed to be leaking distal to the clavicle first rib juncture. The port was placed on 1/6/96 and removed on 4/15/97.

Manufacturer narrative:
The implicated product is a dual port with a 12.0 fr. Attachable open-ended catheter in a peel-apart percutaneous introducer system. The product received for evaluation is a dual lumen port with a 12.0 fr. Open-ended catheter attached. The complete assembly measures 13.2 inches long. Individual depth markers are printed on the catheter's outer diameter with the 31cm mark found at the catheter's most proximal point. There is an indeterminate number of needle puncture marks in both septums with blood residue trapped between the cath-lock and catheter and the seams in the plastic port body. The strain relief is not included with the complaint sample. A lot history review is not possible as no lot number has been provided. Tactual exam of the catheter is unremarkable. Patency of each lumen and port reservoir is demonstrated by flushing and aspiration with a 12cc syringe. The septums are accessed with a 22 ga. Non-coring needle. (The left septum corresponds with the catheter's proximal lumen.) No leaks are noted in either catheter lumen, at the catheter/port joint, septum or port seam as each lumen is hydraulically pressurized with colored water to sustained pressures 25psi. (The device is pressurized while resting on a disposable white towel.) Ten power magnification of the septums reveals the needle puncture sites are the result of non-coring needles. The port shell and catheter outer diameter are unremarkable microscopically. The missing strain relief implies the user modified the device not in accordance with the product instructions for use. The complaint of subcutaneous catheter leakage is unconfirmed. No damage, defects or leaks were found during gross, microscopic and functional examination.